Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula of the right upper limb. A 6.00mm / 2.0cm / 50cm otw 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, it was noted that the pressure of the pressure pump could not be maintained. The balloon was taken out and no obvious damage was observed. Re-inflating the balloon under pressure caused the fluid to be expelled. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A4: weight: 58.5 kg e1: initial reporter facility name: (B)(6).